Event description:
Nature of the complaint: bilateral primary knees were implanted in 99. The pt was large and required a 41mm diameter patella. No lateral release was done at the time of surgery. Dr. Watches the patella very closely before closing and is usually aggressive in performing a lateral release if there are any indications of non-tracking. The natural patella was large and dr could have resected more. The surgery appeared routine and without incident. Six months later, pt was recovering and reported 135 degree flexion. Eight months after implant, the pt's right knee was swollen and inflamed. Dr. Revised the knee in 00 and removed the poly patella, which had broken away from the cement mantel. The pt did not report falling or any trauma that could have affected the patella.